Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/28/2019 that on (B)(6) 2018 that the patient experienced receiving an early sensor expiration notice. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.